Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection and sepsis. The right ventricular (rv) lead, right atrial (ra) lead and implantable pulse generator (ipg) were explanted. No further patient complications have been reported as a result of this event.